Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease in the battery's longevity was observed during a recent follow-up, and was showing less than 3 months remaining. Approximately 18 months ago, the remaining longevity was showing 4.5 years remaining. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data indicates that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. This device remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative indicated that despite several attempts to obtain additional information from the hospital, no information was available. Due to a staffing shortage, hospital personnel were unable to gain access to this information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease in the battery's longevity was observed during a recent follow-up, and was showing less than 3 months remaining. Approximately 18 months ago, the remaining longevity was showing 4.5 years remaining. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data indicates that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. This device remains implanted and in service. No adverse patient effects were reported.